Event description:
It was reported that during use of the pod, the patient experienced persistent high readings on a connected sensor without numeric values. The reading was only listed as high which would indicate the blood glucose level was greater than 400 mg/dl (22.2 mmol/l). The patient proceeded to the emergency department (ed) on (B)(6) 2026 and was triaged and placed under endocrinology. While in the ed, the patient was instructed to remove the pod. The patient reported that the pod was worn for approximately 47 hours and upon removal expected skin redness at the pod infusion site was noted. The patient touched on additional health concerns including blood pressure, possible bowel cancer evaluation, anemia, and balance issues. The patient was diagnosed with diabetic ketoacidosis, elevated ketones, and endocrine with labile blood glucose levels. The patient self-administered insulin via a pen in the hospital under staff direction and received intravenous therapy. The hospitalization occurred in new south wales at wollongong hospital. The patient was discharged on (B)(6) 2026, after about 5 days.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.